Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the sensor and the blood glucose readings do not match. Customer stated that in the morning the sensor was reading 95 mg/dl when the blood glucose readings were 40 mg/dl. No further information reported.